Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 to february 26, 2015. The device was evaluated at the dublin compounding facility. Visual inspection revealed white floating particles. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate in a small volume intermate device. The device was reportedly compounded with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.